Manufacturer narrative:
The customer stated that they have reported this incident in mistake as they have now realized that the product was an ICU medical product, and not bd-carefusion product.

Event description:
The customer later reported on (B)(6) 2017: "the product in question was not actually a carefusion or bd product. When reviewing the incident we realized that the product in question was actually an ICU medical brand product. We are contacting them with the pertinent information. I apologize for the confusion on this. Thank you for all your help in trying to resolve this matter".

Manufacturer narrative:
The customer¿s complaint of a leak at the connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple incidents of the extension tubing leaking at the connection to the patient's peripheral IV. The customer further states that it appears that the gland inside the hub gets stuck and causes the leak to occur. The morning of (B)(6) 2017 the customer discarded 2 extension sets and 2 sets of tubing before having to place a cap in between the connection site in order to prevent further leaking. There was no report of patient harm.